Event description:
Complainant alleged that they delivered one shock to a male patient with an AED plus using electrodes. Another medic arrived to the scene and they attached the same electrodes to an m series defibrillator and during discharge an arc from the electrodes to the patient was observed. The complainant indicated that the medics replaced the electrodes with zoll stat-padz to continue treatment. Complainant did not indicate that there was an adverse effect to the patient.